Event description:
Pt came for a follow-up after receiving a shock. The shock was due to oversensing.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. (Other) review of the electronic data and files received. Results and conclusions code - (other) such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. In response to the warning letter that the untied states FDA issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. (B) (4). Discussion: the oversensing episodes recorded were mostly non sustained episodes which did not trigger any therapy (because they were non-sustained). However, 2 of them were sustained enough to trigger inappropriate shocks. The amplitude of the noise events detected is abnormally high (up to 5mv). Despite significant improvements included in the new version of the asc algorithm, such amplitudes will be difficult to handle and the algorithm will probably not be able to prevent all the noise sensing episodes from being detected, recorded or treated. Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead/connector issue. None of them could be confirmed; however, emi or myopotentials are the most probable hypothesis. Careful check of this oversensing phenomenon should be done during each follow up to evaluate whether the incidence of the phenomenon is increasing or not, which could be an indicator for a connector/lead problem.